Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 2000ug/ml of fentanyl at 349.9 ug/day via an implantable pump for spinal pain and non-malignant pain. It was reported that the patient went to the emergency room (ER) because she was in withdrawal and ¿in the bathroom¿ ¿for the last two weeks¿ since her (B)(6) 2015 catheter revision (please refer to MFR report number 3004209178-2015-08891 regarding the revision) at which point the pump was titrated ¿way down¿ to 75% and the boluses were reportedly taken away. The patient had symptoms of feeling sick, weak, dehydrated, and was ¿freezing.¿ the patient noted that on (B)(6) 2015 she went back to the ER because she was told they had a clinician programmer. She was given oral pain medication on that date. The patient did not have a managing healthcare professional (hcp) as she had been dismissed by the previous hcp. The patient had been having refills from a home infusion service and now needed to have a local manufacturer¿s representative change the dose in the pump. The patient stated she was mentally and physically exhausted from searching for a new hcp, and thought she would have to have her pump removed due to not being able to find a managing hcp. Additional information was received from the consumer on (B)(6) 2018. The patient reported they had experienced complications (please refer to MFR report number 3004209178-2015-09613 as well) and had to have their pump removed. No further information was provided. No further complications were reported or anticipated.